Event description:
It was reported that pump experienced malfunction with code 12, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.